Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that burr became stuck on the lesion. A rotablator burr was selected for use. During the procedure, it was noted that the system got stalled and the burr got stuck on lesion. The device was removed from the patients' body. No further patient complications were reported.